Event description:
The device was serviced by baxter. During svc testing, the pump was found to have depleted batteries. According to the hosp rep, no pt injury or need for med intervention had been reported. No additional contact or info was available.